Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 400 to 600 mg/dl. The customer's current blood glucose is 158 mg/dl. The customer did experienced the symptoms such as slightly nauseous. Customer¿s blood glucose level was above 300 mg/dl for past four days. Customer¿s blood glucose level was 329 mg/dl when admitted to hospital. The customer was treated by contacting emergency room on (B)(6) 2018. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.